Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Oversensing of sense b noise was suspected to be the cause. An x-ray taken did not show an lead abnormalities and testing was unable to reproduce any noise. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.